Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Correction to incomplete sentence on b5 due to typing error: a small pericardial effusion after the 2nd post dilation was observed due to an annular aortic perforation. The product was not returned for evaluation. No imagery was provided. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot number history did not reveal any similar complaints. A review of the complaint history for sapien 3 valves all sizes from november 2018 to october 2019 revealed the occurrence rate did not exceed the october 2019 control limit for the trend category regurgitation. The instructions for use (IFU), device preparation and the training manual were reviewed, and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. Frame components are 100% visually inspected by both manufacturing and quality. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to no device/imagery being returned for evaluation, the complaint for central leak was unable to be confirmed. Due to the unavailability of the device, it cannot be determined is a manufacturing non-conformance contributed to the reported event. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Per the cer, ¿at implant moderate to severe central aortic regurgitation was observed. Post dilation occurred, but central ai remained moderate.¿ there are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Additionally, per training manual, it is not recommended to post-dilate the valve when there is a central aortic regurgitation. In this case, the valve was post dilated twice with +1cc and + 0.8cc solution added to the nominal volume respectively. Over-inflation during post-dilatation could damage the leaflet, and as a result, the central regurgitation remained. However, without imagery provided for evaluation, all of the above suggested root causes are unable to be confirmed. A definitive root cause cannot be determined at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the annular rupture with subsequent patient demise cannot be confirmed; however, it may be related to patient factors (calcification) and procedural factors (post-dilation with additional volume). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required.

Event description:
A small pericardial effusion after the 2nd post dilation was observed due to an annular aortic perforation.

Event description:
A small pericardial effusion after the 2nd post dilation was observed due to an annular aortic perforation.

Manufacturer narrative:
Add product problem. Additional information: description updated. Patient code "2208" added for annular rupture. Medwatch number: mw5090874.

Manufacturer narrative:
(B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, a 26 mm sapien 3 valve was implanted in the aortic position via subclavian approach. At implant, moderate to severe central aortic regurgitation was observed. Post dilation was performed with +1 cc added to the balloon, but the central aortic insufficiency (ai) remained moderate. The cause of the central ai was unknown. The patient began to loose pressure and CPR was initiated. A small pericardial effusion after the 2nd post dilation was observed and the patient was placed on ECMO. Upon being placed on ECMO the patient returned to stable condition. Per consultation with family and patient's other health concerns the decision was made to remove the patient from ECMO. The patient expired post op same day.